Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00155 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried was tested for its gas transfer (o2 addition and co2 removal) performance in accordance to the factory's shipping inspection protocol. Bovine blood was arranged and circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The perfusion record was reviewed as follows: (1) the circulation conditions at 11:00: the gas flow rate:2l/min, fio2:60% with the blood flow rate unknown; and (2) during the circulation, fio2 never reached 100%. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. Although the exact cause cannot be determined, based on the available information the following factors can be inferred as a cause of degradation in the gas transfer performance: (1) fio2 was not100%: (2) v/q ratio was small; and (3) the blood volume was too low against the patient's metabolism. There are many complex clinical variables that may have affected the gas performance. However, there is no available evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements; (2) measure blood gases and make necessary adjustments as follows; control pao2 by changing concentration of oxygen in ventilating gas using gas blender; to decrease pao2, decrease fio2 and to increase pao2, increase fio2. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00155 to provide the return sample evaluation results.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device during a procedure. Follow up communication with the user facility reported the following information: procedure was for cardiac surgery, a coronary aortic bypass graft, with extracorporeal circulation (ecc) using capiox fx25; all the cpb circuit was assembled and prepared according to the chuv's protocol; the cpb was started normally and full debit calculated for the patient was achieved; the anesthesia team was asked to stop ventilating the patient; in that moment it was seen that there was a problem with oxygenation; the arterial line presented the same color of the venous line, there was a sharp drop on the mean arterial pressure, and arterial saturation (sato2) and the values showed by the cerebral oximetry (nirs); the anesthesia team was asked to re-start the ventilation and keep it for a few minutes; after re-checking all the circuit it was repeated the suspension of mechanical ventilation and there was seen the same clinical picture as before; the team decided to change the oxygenator circuit; an unspecified amount of blood loss was reported due to change out of device; after the change out of the device, all cpb was held normally without any incident; the procedure was completed successfully; and the patient had a stable post- operative time with no incidences to register.

Manufacturer narrative:
(B)(4). The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of device history records and product release decision control sheet of the involved product/lot# combination confirmed there was no indication of production-related anomalies or no discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Actual device not returned.